Manufacturer narrative:
Available info indicates that the sample was not retained by the facility. A product code and lot number were not provided; therefore, a review of the mfg records could not be performed. We therefore, consider this report complete to the best of our current knowledge. At this time no conclusions can be made.

Event description:
Info as reported to davol: it was reported that during an orthopedic case, one of the components of the soft splash shield tip fell off while irrigating the wound. The hospital contact had limited details but reported that there was no patient injury reported.